Event description:
It was reported that the insulin pump has been alarming no delivery and it has cracks going down underneath the clip near the battery compartment. Blood glucose value was over 300 mg/dl. Customer dropped the device at a party. It was stated that the customer has experienced high blood glucose of 400 mg/dl and also low blood glucose of 47 mg/dl. Value the night prior to the call was 161 mg/dl. It was stated that the no delivery alarm was resolved by a complete infusion set and reservoir change. During troubleshoot; it was stated the drive support cap is recessed. Several air bubbles were found in the reservoir. Customer's wife also stated she heard a noise when the insulin pump was rewinding; this was back on november and it only happened once. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-88300 for air bubbles.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. No air bubbles in the test reservoir during testing. However, insulin pump received with loud motor noise during rewind due to faulty motor. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, broken belt clip slot and cracked battery tube threads.